Event description:
The user reported that the wheel on the roller clamp would either come out of the track or become misaligned when closing the clamp and would not stop the low of fluid. The roller clamp was also difficult to manipulate during use. The user reported that this occurred with five tubing sets, none of which were used on pts. All five devices were discarded at the hospital. This is one of five reports for this complaint. 1721504-2012-00002, 00003, 00004, 00005, 00006.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the investigation has been completed. Process evaluation.